Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the event occurred because watertight packing, silicone-based glue or silicone parts which were used in peripheral equipment were broken and entered the channel. - based on the past similar case, event was seemingly caused because watertight packing, silicone-based glue or silicone parts which were used in peripheral equipment were broken and entered channel. - IFU states cleaning device using clean gauze, etc.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was foreign material in the nozzle. The foreign material was a rubber scrap from used and aged irrigation tube. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.